Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of unspecified tissue injury is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Based on the available information, the reported incomplete coaptation/slda (intraprocedure) appears to be due to challenging patient anatomy. The reported poor image resolution is also due to challenging patient anatomy. The unspecified tissue injury appears to be cascading effect of the slda. The reported unexpected medical intervention (addl mitraclip / triclip same procedure) was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The posterior mitral leaflet was tethered and very thin. Imaging was challenging due to the anatomy. The first clip was implanted successfully. However, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A leaflet tear is suspected. A second clip was implanted stabilizing the slda clip and mr was reduced to 2. A third clip was advanced in attempt to further reduce mr; however, the leaflets did not remain captured. The clip was not implanted and was removed. No additional information was provided.